Manufacturer narrative:
One single-use device was received for evaluation with a non-baxter red luer cap attached to the distal luer. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by manually filling the device with water. During and after fill, no signs of a leak were observed from the device. Functional testing was also performed by using an in-house blue winged luer cap, and no leaks were observed. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume folfusor did not flow during infusion and leaked from the blue winged luer cap during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.